Event description:
It was reported that the surgeon inserted a three piece collamer lens and the posterior capsule tore. The incision was enlarged, a vitrectomy was performed and an acl was implanted. Sutures closed the wound. The reported stated, the pt had pre-existing weak zonules and when the lens was inserted the eye collapsed and resulted in the damage to the capsule. The reported stated the incident was due to the poor condition of the pt's eye and was not relate to staar's products.

Manufacturer narrative:
No complaint against the lens - labeled. Evaluation results - (other): visual inspection of the returned product showed that the optic was torn and a haptic was torn off and missing. There was evidence of a clear surgical residue.